Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right rotator cuff surgery with biceps tenodesis procedure, the anchor broke in half, anchor placement was moved to another spot. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This MDR will be voided as it will be reported under (B)(4) under new MDR# 3006108336-2022-00009.

Event description:
This MDR will be voided as it will be reported under (B)(4) under new MDR# 3006108336-2022-00009.